Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The insulin pump had a missing end cap sticker, and was received with cracked window corners. The motor passed the motor test.

Event description:
It was reported that the insulin pump had a crack near the display. It was not known how the crack occurred. Nothing further was reported.